Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the device failed to deliver antitachycardia pacing therapy for ventricular tachycardia. Programming changes were made; device remains implanted.

Manufacturer narrative:
(B)(4).